Manufacturer narrative:
(B)(4).

Event description:
It was reported by the company representative that the programming system was unable to communicate with the patient's 106 generator while in the or. Troubleshooting was performed: the connections were checked and all tight, the tablet was not plugged into the wall, the wand battery was good, the wand was several feet away from the tablet, the wand was rotated and held 1 inch above the generator, another generator which was still in the package was checked and the programming system was still unable to interrogate. There was no emi detected, and the tablet was restarted. After the restart, the programming system still did not work. Eventually, a known working wand and serial cable were brought in and used with the tablet and the patient's generator was able to be interrogated. It later reported the facility's complaint serial cable could not be located and is not expected to be returned for analysis.